Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "performance of medtronic hybrid closed-loop iterations: results from a randomized trial in adolescents with type 1 diabetes", adolescents aged 13-17 years with type 1 diabetes >1 year, glycated hemoglobin (hba1c) 7.0%-10%, currently using continuous subcutaneous insulin infusion were randomized to the control medtronic standard hcl algorithm or to the intervention medtronic hcl with enhancements. Participants attended a 7-day and 7-night non-structured camp setting. Twelve participants (mean age 15 years, seven males, five females, mean hba1c 8.55%) completed the study. Time spent in <2.8 mmol/l was 0.61% ± 0.79% at baseline for the control group and changed to 0.32% ± 0.31% during the study for the control group (relative 48%). In the intervention group, time in target glucose sensor range (3.9-10 mmol/l) was 52.15% ± 9.55% at baseline and changed to 74.32% ± 8.41% during the study (relative 42%). Time spent in <2.8 mmol/l was 1.07% ± 1.77% at baseline for the intervention group and changed to 0.24% ± 0.14% during the study for the intervention group (relative 78%). Treatment or symptoms of the hypoglycemia was not mentioned. The insulin pump and sensors were not returned for analysis. Unomed set; frn-unk-rsvr; ozp-mmt-7020-snsr.